Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) on (B)(6) 2012 that a mini-bag plus docking assittool had crushed the hub. This was observed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not received for evaluation. Therefore the customer reported condition was not confirmed and the root cause could not de determined.